Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID# 2134265-2018-01959. It was reported that the catheter froze on the guidewire. The target lesion was located in the superficial femoral artery. A 300cm, 12cm v-18¿ control wire¿ was in use with a 5.0mm x 40mm 135cm ranger drug coated balloon. After post dilatation and dilatation, contrast was injected 2-3 times for visualization. During this time, the guidewire and the balloon became stuck together and had to be removed from the patient together. The outcome was good, there was no patient complication.

Event description:
Same case as MDR ID# 2134265-2018-01959. It was reported that the catheter froze on the guidewire. The target lesion was located in the superficial femoral artery. A 300cm, 12cm v-18¿ control wire¿ was in use with a 5.0mm x 40mm 135cm ranger drug coated balloon. After post dilatation and dilatation, contrast was injected 2-3 times for visualization. During this time, the guidewire and the balloon became stuck together and had to be removed from the patient together. The outcome was good, there was no patient complication.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: initial condition: the device returned inside a ranger catheter and it was not possible to release; approximately 209.3cm of the guidewire was outside the catheter (distal tip end). The distal tip is kinked and also a kink was observed in the body, approximately at 201.5cm from the distal tip. No other damage was observed with the guidewire. The overall length could not be measured due to device condition (guidewire stuck inside the catheter). The outer diameter of distal tip was within specification. The outer diameter of the middle of the device was within specification. The outer diameter of the proximal section could not be measured due to device condition (guidewire stuck inside the catheter). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).